Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that during unpacking, the stent was found not crimped on the balloon, but was present in the box. Knowing the stent was not on the balloon, the decision was made to use the device on the pt to perform a dilatation of the lesion. No additional event or pt information is available.

Manufacturer narrative:
Eval summary: quality assurance analysis (qat) revealed that the stent delivery system (sds) was returned with blood visible on the balloon. There was contrast visible in the inflation lumen and balloon. The stent implant was not returned. There were faint crimp marks on the balloon where the stent implant had been between the markers. The balloon had loose folds. There was a kink in the inner member 5.5 cm distal to the guide wire exit notch. The inner member was flattened in the same location of the kink for a length of 8 mm. There was a kink in the hypotube shaft 97.2 cm distal to the stain relief tubing. There was no other damage noted to the sds. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that during unpacking of the zeta stent delivery system, the stent implant was found dislodged inside the box. Then the sds was used in the pt without the stent implant. Qat analysis confirmed that the stent implant was not on the balloon when received and was not returned; however, crimp marks were visible on the balloon and between the markers, suggesting that the stent implant was originally positioned correctly and securely at the time of manufacture. There was a kink and 8 mm of inner member that was flattened 5.5 cm distal to the guide wire exit notch. This damage was not reported and may have occurred during the procedure or during the packing/shipping of the device back to abbott vascular for evaluation. The balloon had loose folds; however, the sds was used as a dilatation device, therefore, it is expected that the balloon would no longer be tightly folded. The IFU (instructions for use) says, "prior to using the zeta sds, carefully remove from package and inspect for damage. Do not use if any defects are noted". The return of the stent implant and/or protective sheath may have helped in the determination of the root cause. There does not appear to be a product quality issue. However, a conclusive root cause for the stent dislodgement cannot be determined. The lot history record was reviewed an no non-conforming material reports were issued for this part/lot number combination. In addition, a query of the complaint-handling database was performed and there have been no similar complaints reported with this part/lot number combination. This MDR is considered closed by the product performance group.